Event description:
On (B)(6) 2018, patient came in office for wound check. Site looked a bit swollen and likely due to small hematoma. On (B)(6) 2018, patient returned to clinic for wound check. Patient noticed bloody discharge the past 2 days. A small opening was seen near the incision along with a small amount of blood. Patient returned (B)(6) 2018, and noted some bloody drainage. A small amount of blood was seen near the incision and small to medium hematoma was still there. Doctor planned to admit to hospital for IV antibiotics and system removal. Patient had no insurance and was not admitted. Patient returned to clinic on (B)(6) 2018, for wound check. The patient had been to another hospital where they squeezed the hematoma. At this visit there was no hematoma and the site looked fine. Patient returned to clinic on (B)(6) 2018, and the wound looked good. On (B)(6) 2018, patient underwent a pocket revision at another hospital.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. The device is currently not available for analysis. Therefore, no conclusion can be drawn at this time. However, biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend. Should additional relevant information become available, this investigation will be updated.